Event description:
Balloon would not deflate.

Manufacturer narrative:
Lot history record review: the lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. The sub assembly lot history records were reviewed for any abnormalities that may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was returned for evaluation and the following was observed: the balloon was returned with the packaging label. The sheath and guidewire were not returned. The balloon appears to have been inflated and deflated. A 20ml syringe was attached and the balloon was inflated with air and then deflated without difficulty. No kinks are present in the catheter. Bonds are intact. No defects found in the hub, tact or port. No glue restricting the inner or outer tubing from flow. No stretching of the shaft was observed. The balloon catheter was then inflated with water and a small pinhole was observed. Balloon was punctured in order to remove. Under a microscope there appears to be scratches in the balloon leading up to the pinhole. Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned complaint sample. During the visual inspection of the returned sample a pinhole where the balloon had been punctured was found. This puncture hole indicates the balloon would not deflate. Further visual evaluation confirmed the hubs, tacts and ports were not obstructed in any way and the catheter shaft was not stretched. No defects were found that would interfere with the inflation or deflation of the balloon. The cause of this complaint is unk. The review of the manufacturing records verified the above lot was manufactured and released to specifications. This type of complaint will continue to be monitored for tends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.